Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: n/a; the lens was removed/replaced during the same procedure. Section d6b: explant date: n/a; the lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a capsular bag intraocular lens (iol) implantation was planned for the patient; however, a capsular bag rupture occurred during surgery. As a result, the surgeon elected to implant a 3-piece iol. Multiple attempts were made to position the lens, but proper placement could not be achieved, leading to its explantation. During removal, the iol underwent several shape changes and was discarded. The procedure was then completed with the implantation of an anterior chamber iol from another manufacturer. No additional treatment was required. It was also clarified that the capsular rupture was unrelated to any johnson & johnson product and was attributed to the patient¿s ocular condition. No further information was provided.